Event description:
It was reported that the right ventricular (rv) lead was causing patient stimulation. The lead was reprogrammed to lower outputs. The patient is a participant of the wrap-it study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.